Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an infection after 7 days of wearing the adc freestyle libre sensor. Customer further reported experiencing pain and swelling at the insertion site and had contact with an hcp who prescribed her amoxicilline - clavulanic acid 1g (antibiotic) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. The reported sensor (B)(4) was returned and investigated. ¿ performed a visual inspection on the returned sensor. No issues observed. The adhesive was returned. An extended investigation was performed on the reported complaint and determined that there was no indication that the product did not meet specifications. The device history review (dhrs) for the libre sensor and sensor kit were reviewed. The dhrs showed the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, which demonstrated that all monitoring processes continue to meet adc requirements. The investigation identified that all processes were effective. No malfunction or product deficiency was identified.

Event description:
A customer reported experiencing an infection after 7 days of wearing the adc freestyle libre sensor. Customer further reported experiencing pain and swelling at the insertion site and had contact with an hcp who prescribed her amoxicilline - clavulanic acid 1g (antibiotic) for treatment. There was no report of death or permanent injury associated with this event.